Event description:
The patient's transplant was performed on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6) , confirmed wire damage that would have contributed to the pump stop event captured in the submitted log file. The submitted log file captured a transient pump stop on (B)(6) 2021 with associated low speed advisory/ hazard and low flow hazard alarms. The associated voltage levels indicated that the pump stop event occurred when the system was powered by external batteries. (B)(6) was returned assembled with the driveline severed approximately 4" from the pump housing. The distal end with controller connector was also returned measuring approximately 33.5". The sealed inflow conduit flex section and inlet elbow were returned attached to the pump inlet port. The inflow conduit flex section had been severed medially, and the proximal end was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft was severed at its hardware and returned attached to the outlet elbow. The outflow graft bend relief and bend relief collar were not returned. Electrical continuity testing of the driveline found all wires to be electrically intact. The outer jacket appeared unremarkable. Visual and microscopic inspection of the underlying wires revealed breaches to the insulation of the brown, black, red, and orange wires approximately 9¿ from the pump housing. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation, which confirmed the insulation breaches to the brown, black, red, and orange wires. An additional breach to the brown wire was found approximately 7¿ from the pump housing. Although a specific cause could not conclusively be determined, the observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. The pump stop captured in the submitted log file could have resulted from a short-to-shield if any of the exposed wires contacted the metal braided shield while operating on a grounded power source (mobile power unit or power module with grounded patient cable). The stoppage also could have resulted from a phase-to-phase short if the exposed conductors of any two wires from different motor phases made direct contact with each other or simultaneous contact with the braided shield while the system was operating on an ungrounded power source (external battery power or a power module with an ungrounded patient cable). During the investigation there were incidental findings. Upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed a small non-laminated, tissue-like deposition adjacent to the outlet bearing ball. A specific cause for the development of this formation and an exact duration for which it was present within the pump could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the original driveline, serial number (B)(6) , and the repaired driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), and patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿ lists device thrombosis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. Section 6 also addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a short-to-shield external repair on (B)(6) 2021. On (B)(6) 2021 the patient had a pump off event at 2:14 pm while they were at a wedding and on battery power. The known driveline issue matured to a phase to phase condition. The patient was upgraded to status 2 on the transplant list.

Manufacturer narrative:
The short to shield with driveline repair is reported in MFR report #2916596-2021-05337 no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.